Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Bilateral patient. Litigation alleges that patient has experienced grinding, metal flakes in and around the socket, fluid, pain, swelling, and limited range of motion. Update: 1/7/2013 - the sales rep has reported, the revision surgery for the right side. Patient was revised to address pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient. Litigation alleges that patient has experienced grinding, metal flakes in and around the socket, fluid, pain, swelling, and limited range of motion.